Event description:
It was reported that there was a gradual rise in the threshold and impedance on the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).